Event description:
The catheter was implanted the (B)(6). External ventricular drain and intracranial pressure were correlated until the (B)(6). At 10pm the reading of the intracranial pressure became high, increased up to 57. The catheter was explanted on (B)(6) 2025. The catheter was initially checked and was in position in the brain.

Manufacturer narrative:
Zero procedure was performed on (B)(6) 2025. Monitoring data from the catheter was collected over 6 days. The mean pressure recorded was very low (around 0 mmhg), with high-pressure spikes that became more frequent on the last day. No pressure data of 57 mmhg was recorded, as reported by the healthcare professional. Catheter analysis: visual: the catheter was compliant despite several strong bends. Functional: it met manufacturing specifications, with no abnormal high pressure observed during several days of testing. Traceability: no issue was found that could support the incident. The defect could not be reproduced.

Event description:
The catheter was implanted the 4th of september. External ventricular drain and intracranial pressure were correlated until the 9th of september. At 10pm the reading of the intracranial pressure became high, increased up to 57. The catheter was explanted.the catheter was initally checked and was in position in the brain.